Event description:
The reason for call was the patient noticed that the stimulation suddenly stopped and couldn't feel any relief or stimulation. The p atient stated that they have to hold the controller over the recharger in order for the controller to connect to the ins. Patient said that they tried resetting the controller, but that did not resolve the issue. Patient noted that they are on adaptive stim. They state it doesn't matter what position they are in, the stimulation just quits completely and then it will come back. The patient mentioned they used to set stimulation at 2.8 or 2.9, now they needed to turned it higher to 3.7 or 3.8 just to feel the same stimulation. Patient stated the stimulation goes completely away and lasts for 3-4 minutes and then the stimulation starts slowly returning back. Patient mentioned that they will be sitting at their desk and suddenly the stimulation won't be there for 4 minutes. During the call agent walked the patient through on how to turned off the adaptive stim however after couple of minutes they felt that the stimulation was gone and after a few minutes the stimulation was suddenly appearing. Troubleshooting steps didn't resolved the issue. Agent redirected the patient to their hcp for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.